Event description:
Clinical specialist (cs) provided additional information on the issue. Cs stated that the patient had complained of increased pain and felt like the pump was no longer providing relief. There were no reported medication or concentration changes, and it was reported that the refill volumes were programmed correctly. No falls or trauma were reported. Cs confirmed that the pump had not flipped or migrated and that the patient does not use a patient therapy controller.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).

Event description:
Director of clinical engineering reported that a patient had their pump and catheter replaced due to underinfusion volume discrepancies. For the initial underinfusion volume discrepancy, the expected volume was 7.4ml and the actual aspirated volume was 17.9ml. Weeks later, a sideport study was performed in which the cap was able to be aspirated and the catheter was able to be visualized with dye. Normal clicks of the valves were able to be heard during priming. Approximately a week and a half later, another underinfusion volume discrepancy was observed with the expected volume being 13.5ml and the actual aspirated volume being 19ml. The patient's pump and catheter were later replaced. The physician stated that, during the surgery, they cut the catheter to remove the pump and attached to the remaining spinal segment of the catheter. They did not see any issue with catheter. The segment of catheter that was removed was discarded by the facility. Clinical specialist (cs) stated that when they picked up the pump, they noticed that the metal part of the pump stem was missing. Physician is unsure of what happened, but stated that maybe the scrub tech and medtronic representative removed it while trying to get the segment of catheter of for measuring purposes.